Event description:
A stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the physician stated that the patient may have a leak and they were going to do a contrast CT. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).